Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2025, it was reported that the patient (pt) experienced an issue with alert and notification settings while they were outside taking items to the recycling bin. Upon returning inside, she had some food and began experiencing dizziness. She stated that the receiver did not alert her to a high or low glucose level at the time. Instead, she mentioned that she decided to look at the receiver because her head was "swirling." It was unclear whether the patient checked her cgm reading at that time while consuming food or prior to the onset of dizziness, as she did not mention this during the call, and it was not confirmed during the call. During that time, the pt reported that she "landed on the floor," but also mentioned that she does not believe she lost consciousness. She indicated that she landed on her arm, suggesting that while she may have experienced a fall, she remained aware and alert throughout the incident. Her mother called 911, and emergency medical services (ems) responded. The paramedics took the measurements but there was no documentation whether it was the dexcom receiver or a blood glucose meter and no values reported. Ems transported her to the emergency room (ER). There they took a bg reading, but she could not remember the exact value or whether any medication was administered aside from a bag of saline. She was discharged a couple of hours later on the same day, 08/11/2025, and mentioned she was feeling fine afterward. No other details were documented. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.